Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017- device evaluation: in q3 2017, there were 3 instances of audio failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 20 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to cracked solder on the piezo and piezo contact misalignment. During investigation for unrelated complaints, there were 9 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 20 malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio alert issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-72 years of age and between 48 and 210 pounds. Of the reported patients, 7 were male, 13 were female, and 0 were unknown.